Event description:
There have been some problems with the hemostats in the disposable suture kits cutting the sutures before the provider is done suturing. The sutures then have to be pulled out of the patient and restarted.